Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2016, the patient underwent a pump exchange due to suspected pump thrombosis. Additional information was requested but not provided.

Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the report of pump thrombosis could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned pump. Examination of the pump upon disassembly revealed a flat, tissue-like deposition on the body of the rotor. Areas of this deposition were hard and denatured indicating that it was likely present while the pump was supporting the patient, but may have originally formed elsewhere. A root cause for the development of this deposition could not conclusively be determined through this evaluation. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.